Manufacturer narrative:
The returned sample was visually inspected, and not anomalies were noted anywhere on the device. The unit was setup on a sarns drive motor and prime with a normal saline solution for one hour. The rpm were increased every ten minutes,a nd during each interval the sample was observed for abnormal sounds. No abnormal sounds were detected during the test. A retention sample from the same lot number was visually inspected and performance tested under the same conditions. The retention sample was within specification, and no abnormal sounds were detected. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squealed. No patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.